Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 246 mg/dl. The troubleshooting was performed. The customer was advised to put new battery in the insulin pump and pump power up with a display. The problem was resolved. No further assistance was needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).